Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a vaginal prolapse, a uterine prolapse, a rectocele, a cystocele, and an enterocele. The patient underwent the concurrent procedures of a vaginal hysterectomy, an anterior paravaginal repair using the mesh, posterior repair, and sacrospinous fixation using the mesh during mesh implantation. It was reported that following insertion the patient experienced vaginal pain, bleeding, painful intercourse, vaginal pulling and cramping, unable to have intercourse, emotional distress, pain and suffering, trauma and upset, and mesh erosion/exposure and all associated symptoms. The patient underwent corrective surgery. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion, excisions were done on (B)(6) 2008 and (B)(6) 2010.

Manufacturer narrative:
.